Event description:
The customer called to report that the insulin pump continuously goes blank. Troubleshooting was not possible due to the screen going blank. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.